Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was sleeping and woke to alarms with the red heart alarm on and the wrench on. The patient did not feel well at the time and stated that it appeared that their pump was off. The patient's spouse changed their system controller and then called the clinician. Log files were sent for review and the event log captured backup battery (ebb) fault alarms on (B)(6) 2024 and (B)(6) 2024 followed by a few beginning at 11:23pm on (B)(6) 2024. The driveline was then disconnected at 11:27pm. These alarms appear to have resolved after the system controller exchange.

Manufacturer narrative:
Section b3: date of event corrected. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: the reported event of the pump being off was unable to be confirmed through this evaluation; although a pump stop event was observed in the submitted log files, the event appeared consistent with the reported controller exchange. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log files contained events from 16oct2024 ¿ 19oct2024. Backup battery fault alarms were captured from 18oct2024 ¿ 19oct2024 and are further addressed under the system controller investigation. Following the onset of the backup battery fault alarms, a driveline disconnect event was captured on 18oct2024; this appeared consistent with the reported controller exchange. Outside the events related to the controller exchange, there were no other pump stop events recorded in the log files. After the driveline was reconnected to the new system controller, the pump ramped up to the stored patient speed without issue. No other notable events or alarms were captured, and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated that the patient did not experience any adverse events from the pump stop.